Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they have noticed feeling shocked since implant, and they told their doctor about it at implant. Pt said, they are not feeling it at the moment during the call. Pt said they felt shocking yesterday but it kind of calms down when they rub it back there. Pt said they want to use their equipment to synch with their ins and try to resolve the shocking but both their handset and communicator are dead, they have been plugged in for over a half hour but they show no response, no light for the communicator and the handset screen is blank and dark. Pt said their "smart programmer questions" literature said they are supposed take them to their doctor once a year to get their batteries all checked but they have not plugged them in in over a year and a half. Pss reviewed once the equipment charging issue is resolved, the recommendation is to use the equipment to turn therapy down or off until they can follow up with their doctor. Worked with pt to do button presses on the handset and try unplugging and replugging cords. After recommending to use the original ac power adaptor that came with the equipment and plug it into another adaptor, pt said the battery light for the communicator, came on confirming it was becoming charged. After trying the handset cord in the original ac power adaptor pt confirmed seeing zero percent on the handset it was becoming charged. Recommended allowing the equipment to become charged. Reviewed to allow the equipment to become charged then use it to turn therapy down or off and follow-up with their doctor.